Event description:
Customer reported leak on set at the top of the blue plastic piece. No pt harm reported. No further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product evaluated and customer's experience of leak at the blue top connector was confirmed. The leak was observed to be at the engagement of the tubing to upper fitment. The cause of the leak was identified as insufficient bonding solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.